Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a low ejection fraction (ef) of 30%, occluded left main artery, and multiple previously implanted stent grafts. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 25 millimeter (mm) non-medtronic balloon. The deployment of the valve was attempted two times while the patient was rapidly paced, and recaptured following each attempt due to a deep implant depth on the left coronary cusp (lcc). Following the second recapture, the patient became hypotensive. Subsequently, cardiopulmonary resuscitation (CPR) was performed, and advanced cardiovascular life support (acls) medication was administered. Ventricular fibrillation occurred and defibrillation was required. The physician decided to implant the transcatheter valve, and the patient was placed on extracorporeal membrane oxygenation (ECMO) following implantation. A transesophageal echocardiogram (tee) was performed that showed the valve was in good position, a single digit mean gradient, and no aortic insufficiency; however, a low ef of approximately 10% was noted. Additionally, there was no evidence of annular rupture or aortic dissection. Following the implant procedure, the patient was transferred to the intensive care unit (ICU) on ECMO and intubation. Per the physician, the pacing runs during deployment contributed to the hypotension as the patient was not able to tolerate the rapid pacing.

Manufacturer narrative:
Updated: d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.